Manufacturer narrative:
The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports " itching and burning sensation at application site". The cause of the consumer stating she had "itching and burning sensation at application site" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of blisters or other skin irritations. This is an adverse event for an itching and burning sensation at application site; risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
On (B)(6) 2021, a spontaneous report from the united states was received via telephone from a consumer regarding a female (age and ethnicity were not specified) who was using a thermacare lower back and hip 8hr l/xl heat wrap. Medical history included prior use of thermacare "off and on" without issue. The consumer had allergies to sulfonamides, chlorthalidone, and unspecified eye drops. On an unspecified date in (B)(6) 2021, the consumer topically applied the thermacare lower back and hip 8hr l/xl (lot number: ek9242, expiration date: 31-oct-2023) heat wrap to her right hip for an unspecified indication. After the consumer applied the heat wrap, she left the thermacare lower back and hip on for "most of the day". When she removed the heat wrap, she did not notice anything. One or two days later, she developed blisters at the application site. She accidently broke one of the blisters while changing clothes and it became "really painful". The skin was open, and she was concerned about the possibility of infection. Subsequently, the consumer visited an urgent care. The doctor did a visual analysis and told her she had second degree burns at the application site. She was prescribed a topical and oral antibiotic. As of (B)(6) 2021, her symptoms had resolved. No additional information was provided.